Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 7:30 pm with a blood glucose level of 322 mg/dl. The customer was treated for their blood glucose with IV drip. The customer did not mention how the high blood glucose levels started. She stated she does not trust the pump and wants it replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window and cracked battery tube threads. The insulin pump passed the displacement accuracy test.